Event description:
It was reported that an altitude alarm occurred. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer's blood glucose level. After removing the obstruction from the speaker holes, the alarm cleared.